Event description:
It was reported the patient experienced heating at the ipg site during an MRI scan. Patients therapy remains unaffected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.